Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of death ('fifth death associated with controversial essure birth control implant') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. Death occurred on an unknown date. The reporter considered death to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: 2020-063285 and 2019-226463 cases were identified as duplicate of 2018-140731 (retention case). All information along with source document were transferred to this case. Reporters details and reference number were added. Case category updated to serious incident. This case with very limited information was received via lawyer and refers to a social media post. It was reported that 5 female patients who had essure inserted have died. The dates and causes of deaths were not reported, nor was given details of essure use (details of insertion procedures, dates or any associated conditions). The time elapsed between essure procedures and the events were as also not given. Due to the lack of comprehensive and relevant information, causality is not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.